Manufacturer narrative:
E1: patient city: (B)(6) patient country: the united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced infusion set detachment from the site on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.